Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of the speedband superview super 7 device ligator housing detached from the endoscope. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on february 19, 2016 that a speedband superview super 7 device was used in the esophagus during a procedure on an unknown date. According to the complainant, during the procedure, the ligator head fell in the patient's esophagus. The ligator head was retrieved with a net. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.